Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was unknown. Troubleshooting was not performed due to customer had resolved issue with a complete set change. No further information reported.